Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The broken ac connector was the result of physical damage consistent with the device being dropped. The device's ac connector was replaced to correct the problem.

Event description:
The manufacturer received info alleging a ventilator had a broken ac connector. The device was not in pt use.